Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("in my neck 4 and 5 with severe degenerative disc disorder"), spinal stenosis ("spinal stenosis"), nerve compression ("pinched nerve "), intervertebral disc protrusion ("misaligned vertebrae/ bulged disc"), sciatica ("sciatica in my lower back") and gastric ulcer ("stomach ulcer"). The patient was treated with surgery (to remove essure). At the time of the report, the back pain and gastric ulcer had resolved and the intervertebral disc degeneration, spinal stenosis, nerve compression, intervertebral disc protrusion and sciatica outcome was unknown. The reporter considered back pain, gastric ulcer, intervertebral disc degeneration, intervertebral disc protrusion, nerve compression, sciatica and spinal stenosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("in my neck 4 and 5 with severe degenerative disc disorder"), spinal stenosis ("spinal stenosis"), nerve compression ("pinched nerve "), intervertebral disc protrusion ("misaligned vertebrae/ bulged disc"), sciatica ("sciatica in my lower back") and gastric ulcer ("stomach ulcer"). The patient was treated with surgery (to remove essure). At the time of the report, the back pain and gastric ulcer had resolved and the intervertebral disc degeneration, spinal stenosis, nerve compression, intervertebral disc protrusion and sciatica outcome was unknown. The reporter considered back pain, gastric ulcer, intervertebral disc degeneration, intervertebral disc protrusion, nerve compression, sciatica and spinal stenosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- degenerative disc disorder, spinal stenosis, pinched nerve, bulged disc, misaligned vertebrae, sciatica, back pain, stomach ulcer, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.